Manufacturer narrative:
This report is submitted april 28, 2020.

Manufacturer narrative:
This report is submitted on february 27, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown and infection. The patient was hospitalised with sepsis and pseudomonal septicaemia and was treated with antibiotics (oral and IV). The device was explanted on (B)(6) 2020. The patient has not been re-implanted.